Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to pass incoming functionality testing) has been confirmed. As received all of the cables were severed and missing. The cause of the failure is the severed cables. The root cause for the missing cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to pass incoming functionality testing.